Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with the sensor. Customer's blood glucose level was between 200 mg/dl to 400 mg/dl. The serter did not release the sensor after the second button press and the needle hub was stuck in the serter. The device was not returned.